Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head had fallen apart / had loose pieces, including a metal pin of approximately 4 mm, in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that last week in (B)(6) 2017, he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown when he/she had loose pieces in his/her mouth. It turned out that the oral-b power oral care refills crossaction had fallen apart in his/her mouth. The consumer elaborated that he/she had loose pieces, including a metal pin of approximately 4 mm, in his/her mouth. The consumer noted that this brush head was about 1.5 months old. No symptoms developed. On 24-jan-2017 received consumer's follow-up e-mail: the consumer reported that he/she purchased the package of 3+1 crossaction brush heads approximately 2 months ago along with the new oral-b pro2000 toothbrush; he/she noted that he/she still had the brush, including the detached pin. The consumer stated that it seemed like the toothbrush wore down too quickly for the brush. No further information was provided.

Manufacturer narrative:
On 10-may-2017 product investigation results: reporter returned one toothbrush head on 05-apr-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head had fallen apart / had loose pieces, including a metal pin of approximately 4 mm, in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on 19-jan-2017 that last week in (B)(6)2017, he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown when he/she had loose pieces in his/her mouth. It turned out that the oral-b power oral care refills crossaction had fallen apart in his/her mouth. The consumer elaborated that he/she had loose pieces, including a metal pin of approximately 4 mm, in his/her mouth. The consumer noted that this brush head was about 1.5 months old. No symptoms developed. On 24-jan-2017 received consumer's follow-up e-mail: the consumer reported that he/she purchased the package of 3+1 crossaction brush heads approximately 2 months ago along with the new oral-b pro2000 toothbrush; he/she noted that he/she still had the brush, including the detached pin. The consumer stated that it seemed like the toothbrush wore down too quickly for the brush. No further information was provided.